Event description:
A nurse reported to an abbott sales representative information about a child customer using incorrect test strips with their omnipod meter and having an unspecified reading issue. The nurse further reported customer subsequently experienced "maybe kidney failure". No further information was provided. Per doctor's office, due to (B)(4) privacy laws, they could not release any information about the customer or their mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care received this complaint. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event.